Event description:
It was reported that a patient underwent an episiotomy repair procedure on an unknown date and suture was used. The patient returned for a follow-up check-up and had an infected wound site and a wound dehiscence. The surgeon checked the patient's lab results and the results were normal.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually inspected at the foil sealing area and for package integrity and they met the requirements.corrected information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch cd2cpgm0 mfg date: 04/01/2010, exp date: 06/30/2015.batch dp2dzrm0 mfg date: 12/01/2011, exp date: 12/31/2016.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.